Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that they are having a lot of problem recharging the implant, the recharger is not working appropriately since (B)(6) 2022 but in the last couple days taking longer to recharge the ins. Patient stated the controller shows to replace the controller batteries soon or something like that and they reset the controller. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the rtm gets warm but not hot and there is no damage on the rtm. Patient stated the controller is 90% , ins 30% charged. Patient stated the controller charges up good when plug into the outlet. Patient connected the rtm and got message batteries low replace the controller batteries. The issue was not resolved. Additional information received from the patient. It was reported that the patient received the replacement recharger but they were still having problems charging. It gives "excellent" quality then 30 seconds later they would lose the quality rating. They were trying to charge, and were finding the remote just shuts off even though they just had it plugged into the ac power supply for an hour. The patient already tried resetting the controller after receiving the new recharger but they were still having the problem. They did not hear any rattling when they shook the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.